Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer found a defective liquid waste sensor window on the m2000sp instrument that is located in the (B)(6). The engineer replaced the liquid waste sensor according to the instrument service advisory (B)(4).

Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. The attached document ((B)(4)-CAPA executive summary) highlights the root causes of the issue.

Manufacturer narrative:
On (B)(4), 2012, through an internal audit investigation it was discovered that the date included in the original MDR report was incorrect. (B)(4).